Event description:
It was reported that the stent did not fully deploy and catheter withdrawal difficulties were encountered. The target lesion was located in the stenosed distal 1/3 of the right superficial femoral artery. After a zipwire hydrophylic guidewire was advanced to cross the lesion, predilation was performed in the proximal portion of the lesion with a 6mm balloon catheter. A 6x100x7 epic¿ stent was advanced to treat the lesion. After the stent was positioned and deployed, the physician noticed that the distal part of the stent was tapered and not fully deployed. During withdrawal of the stent delivery system (sds), the physician found that the tip was caught by the stent and was unable to be pulled through the stent. The physician attempted to manipulate the sds to remove it, but was still unsuccessful. During manipulation, the guidewire was pulled into the sds and when the physician tried to advance the guidewire again, it was not possible. Fluoroscopy revealed the sds was kinked approximately one cm after the tip. The physician changed the guidewire and to try to get the tip back through the stent. The event was resolved after further manipulation. After removal of the sds, the stent was post dilated and the end result was good. The procedure was completed with this device. No patient complications were reported and patient's status was stable. It was noted there is a second kink in the sds approximately five cm after the tip which was caused by the physician after it was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) with no other devices. There was blood on the handle. There was no damage or irregularities to the handle and outer sheath. There inner shaft was kinked 8cm, 6.5cm and 2.5cm from the tip. The stent was not returned for analysis which is consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent did not fully deploy and catheter withdrawal difficulties were encountered. The target lesion was located in the stenosed distal 1/3 of the right superficial femoral artery. After a zipwire hydrophylic guidewire was advanced to cross the lesion, predilation was performed in the proximal portion of the lesion with a 6mm balloon catheter. A 6x100x7 epic¿ stent was advanced to treat the lesion. After the stent was positioned and deployed, the physician noticed that the distal part of the stent was tapered and not fully deployed. During withdrawal of the stent delivery system (sds), the physician found that the tip was caught by the stent and was unable to be pulled through the stent. The physician attempted to manipulate the sds to remove it, but was still unsuccessful. During manipulation, the guidewire was pulled into the sds and when the physician tried to advance the guidewire again, it was not possible. Fluoroscopy revealed the sds was kinked approximately one cm after the tip. The physician changed the guidewire and to try to get the tip back through the stent. The event was resolved after further manipulation. After removal of the sds, the stent was post dilated and the end result was good. The procedure was completed with this device. No patient complications were reported and patient's status was stable. It was noted there is a second kink in the sds approximately five cm after the tip which was caused by the physician after it was removed.